Event description:
It was reported that during the laparoscopic appendectomy procedure, the acting blade of lcsc1 was broken during the surgery. Or time was extended around 2 hours to find the broken blade in the abdomen.